Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: 2426-0500. Batch/ lot #: unknown. Customer stated that the nurse noticed that the 8100 didn't alarm when there was an air in line. This was all of the information that was given at the time of report.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: unknown. Customer stated that the nurse noticed that the 8100 didn't alarm when there was an air in line. This was all of the information that was given at the time of report.

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. The set was broken above the silicone tubing segment not allowing for further testing. The customer complaint that the 8100 didn't alarm when there was an air in line could not be replicated. A root cause could not be determined because the set came in damaged. A device history record review could not be performed because a lot number was not provided by the customer.